Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 nav cath 31mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The majority of the case was able to be completed before the issue occurred. We were trying to ablate the left inferior pulmonary vein when the physician informed me that the wire became stuck and he was unable to retract or advance it. He was able to recapture the catheter and bring it out of the body without much trouble. We tested movement of the guidewire outside of the body and it still was stuck. At that point we opened a new catheter to complete the procedure successfully. No patient complications occurred. The catheter was disposed.